Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the lead was being repositioned due to unknown reasons. During the procedure when physician tried to reposition the lead, there was an issue with the lead helix. The screw was not coming out and physician asked for a new lead.

Event description:
New information notes that the reason for repositioned was due to dislodgement and high thresholds.